Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for premature ventricular contraction with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During procedure, 2 hours into the use of thermocool® smart touch® sf bi-directional navigation catheter for cauterization of left side of right ventricular apex a steam pop occurred. The procedure was aborted and drainage conducted. Blood pressure decreased after steam pop. After that, the patient¿s blood pressure increased and the patient left the cath lab. The physician¿s commented that no causal relationship. There is no information regarding patient¿s outcome nor extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 10/6/2020. The patient is a female (45 years old, 60kg). Therefore, a 2. Patient age at the time of event; a 2. Age unit; a 3. Sex; a 4. Weight of the patient and a 4. Weight unit fields were populated. The biosense webster, inc. Product analysis lab received the device for evaluation. The device evaluation was completed on 10/24/2020. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).